Event description:
It was reported on (B)(6) 2025 a 23mm navitor vision valve was selected for a procedure using a small flexnav delivery system. During the procedure the valve was partially re-captured and re-deployed three times. Upon contrast injection the patient presented with cardiac insufficiency. Another partial re-capture was performed to re-deploy the valve, but the cardiac insufficiency persisted. While attempting the third re-capture it was noted that there was resistance while retracting the valve. The micro-adjustment wheel was used two times: during the second recapture of the valve in the ascending aorta; and during the third recapture of the valve in the descending aorta. The decision was made to remove the valve and delivery system from the patient. Both the valve and delivery system were inspected. The valve leaflets appeared to be wrinkled and could not perform their open and close function. The delivery system had damage on the valve capsule. A new 23mm navitor vision valve was implanted. The user believed the damage on the navitor valve leaflets led to the cardiac insufficiency.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, a 23 mm navitor vision valve was selected for a procedure using a small flexnav delivery system. During the procedure the valve was partially re-captured and re-deployed three times. Upon contrast injection the patient presented with cardiac insufficiency. Another partial re-capture was performed to re-deploy the valve, but the cardiac insufficiency persisted. While attempting the third re-capture it was noted that there was resistance while retracting the valve. The micro-adjustment wheel was used two times: during the second recapture of the valve in the ascending aorta; and during the third recapture of the valve in the descending aorta. The valve could not be fully retracted and a 5 mm gap remained between the valve and valve capsule. The decision was made to remove the valve and delivery system from the patient. Both the valve and delivery system were inspected. The valve leaflets appeared to be wrinkled and could not perform their open and close function. The valve capsule of the delivery system was split at the end. A new 23 mm navitor vision valve was implanted. The user believed the damage on the navitor valve leaflets led to the cardiac insufficiency.

Manufacturer narrative:
An event of retraction problem, valve capsule split, and improper or incorrect procedure or method was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported valve capsule split and retraction problem could not be conclusively determined. The reported improper or incorrect procedure or method was due to re-sheathing the valve more than two times. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instruction for use, "implantation precautions: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance."